Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 24th november 2021 getinge became aware of an issue with one of our surgical lights ¿ powerled. The label was missing. No information about any injury has been provided however we decided to report this case in abundance of caution as any particles peeling from the device could be a source of contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled. The label was missing. No information about any injury has been provided however we decided to report this case in abundance of caution as any particles peeling from the device could be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification as there was lack of label which contributed to the reportable situation. There is no information if the device was or was not being used for the patient treatment at the time. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Comparing the number of affected devices by the investigated issue to the install base, complaint ratio is very low. The label peeling off is estimated by subject matter experts to likely be due to excessive friction during cleaning or inappropriate cleaning products. And the hard knocks which could cause scratches, chips and other damages. We believe that if the manufacturer recommendation would have been followed the reported situation would have been avoided.

Event description:
Manufacturer reference number (B)(4).